Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker failed to be interrogated. The pacemaker was explanted and replaced on (B)(6) 2025. The patient condition was not known.

Manufacturer narrative:
Correction: please retract this report 2017865-2025-38557 as the pacemaker was unable to be interrogated due to normal end of life (eol) with no allegation of malfunction.